Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason and unknown date with blood glucose of unknown. Customer was in and out of the hospital for 1 month and was trying to use the sensor again but it cannot find the sensor signal. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.